Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2019 with the following findings: a review of the pump black box showed no power issues. There was no data in the black box or pump histories from the time of the reported no power due to continued use of the pump. A visual inspection of the pump revealed no damage to the battery compartment or battery cap. The cap was able secure to power up the pump and the pump was exercised for 12 hours with no power interruptions occurring. The pump was opened; no damage found to the power circuit. Unrelated to the complaint, investigation revealed a dim display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.